Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The tip breaking condition (electrode) was confirmed on the returned unit. The probable root causes for the reported condition can be associated, but are not limited to: non conforming component: according to the device history record review, the lot was manufactured according to specifications. Poor assembly process: in addition, a 30x inspection of the probe¿s tip assembly is performed on all the probes during manufacturing. The activation history showed that the unit was at least 46 times (41 plus the first five) or more, which is the maximum activation instances data storage for a minimum of 159 before the electrode fell off, which indicates that the unit was assembled properly and was fully operational for an extended period of time. Misuse: the probe is delivered inside a blister in which the unit is snapped in place, and the blister is placed inside a box, which provides protection to the tip of the probe. In the event that the probe is delivered to the customer with a damaged tip, then the unit must be discarded before use. Scratch marks can be observed on the ceramic, lumen and insulation all around the probe¿s tip however, they are mostly concentration on the front aligned with the electrode. Scratch marks are also visible around the edge of the insulation near the tip the insulation. In addition, scratch wear marks can be observed on the exposed inner lumen indicative of possible continuous scrapping of the tip against tissue, bone or object, even after the ceramic had already fell off. Therefore, a possible user related (misuse) possible contributor cannot be ruled out. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the tip of the wand fell off.

Event description:
It was reported that the tip of the wand fell off.